Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of the calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an impella percutaneous coronary interventional procedure. Reportedly, a cuff miss occurred with four prostyle devices in a row due to wrong angle while depressing the plunger (lower than 45 degrees). The angle was adapted to the right amount with the fifth prostyle device and the suture was successfully pre-placed. The sheath was upsized to 14f and the procedure was completed. Hemostasis was achieved with the pre-placed suture of the fifth prostyle device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.